Manufacturer narrative:
Per tandem user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that pump time was set to pm instead of am; cause was unknown. Customer updated pm to am to address the issue. Customer¿s blood glucose(bg) level was 45 mg/dl. The customer consumed food to address the low bg. In addition, it was reported that pump battery was fluctuating. The customer's bgs ranged from 150-200 mg/dl. Customer continued to use the pump for insulin therapy.